Event description:
It was reported that separation occurred during use with a syringe 1ml s/t u100 25g 5/8in. The following information was provided by the initial reporter, "consumer reported difficulty removing the needle shields from some of his insulin syringes. Stated he can not remove some of the shields at all. Stated that when he does remove the needle shields the needle hub separates on some of the syringes."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: four 1ml syringes in opened blister packs from batch 9002697 (p/n (B)(4)) were received and evaluated. On three of the four syringes the shield was removed by hand without excessive force. On one of the syringes, the hub needed to be pressed on to remove the shield with the hub remaining connected to the syringe. No stress cracks or damage was observed on the shield. After removing the shield, small indentations were observed on the ribs of the hub. Physical unused samples are necessary for shield removal force testing the tight shield defect could not be confirmed based on the samples provided. Some indentations were present on the hub, but the removal force could not be tested as the samples were previously handled. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
H.6. Investigation: all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9002697 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that separation occurred during use with a syringe 1ml s/t u100 25g 5/8in. The following information was provided by the initial reporter, "consumer reported difficulty removing the needle shields from some of his insulin syringes. Stated he can not remove some of the shields at all. Stated that when he does remove the needle shields the needle hub separates on some of the syringes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a syringe 1ml s/t u100 25g 5/8in. The following information was provided by the initial reporter, "consumer reported difficulty removing the needle shields from some of his insulin syringes. Stated he can not remove some of the shields at all. Stated that when he does remove the needle shields the needle hub separates on some of the syringes."